Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited myopotential noise. There was one artifact that was oversensed. The health care professional (hcp) was able to recreate the noise through isometrics. The noise was not oversensed during isometrics. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.